Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2018 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion observed inside the battery compartment. A leak test confirmed a battery compartment leak. The battery cap was not returned; a test battery cap was able to fit securely to maintain an electrical connection. Using the test cap, the pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation, however, damage and moisture in the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.